Event description:
It was reported that during a ptca/stent procedure the rocket was used initially to predilate the lesion. Reportedly, a lot of effort was used to cross the lesion. The vessel was then stented. The device was then about to be reused when it was noted that the distal tip had separated. The separated portion was found on the table where the catheter had been.

Manufacturer narrative:
H3: device returned 12/17/1997. Quality assurance analysis revealed that the unit was returned with the clear portion of the tip separated from the unit. The fracture faces of both returned pieces were jagged. Quality engineering has determined that the most likely cause of the soft tip separation was that the tip material became kinked/damaged while trying to cross the lesion and then separated after being removed from the guide wire. The tip separated due to a use condition. As part of our quality process, a sample from each rx rocket lot is tested to verify tip tensile. In addition, as part of the production equipment set up, samples are tested to verify tip tensile. No corrective action is warranted. This MDR is considered closed by the quality assurance department.